Event description:
It was reported, the pt was unable to recharge the ipg due to communication issues. A replacement charging system was sent to the pt, which did not resolve the issue. F/u identified the physician replaced the ipg.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.